Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's right atrial (ra) lead displayed noise and oversensing. It appeared that the device was oversensing the minute ventilation signal. Boston scientific technical services suggested programming this feature to off. Pace impedance measurements were reported to be high. The device remains in service. There were no adverse patient effects reported.